Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the trunnion of the ar-9100-06p univers ii stem (size 6) would not remain engaged with the proximal stem body to facilitate stem extraction during a tsa revision to rsa procedure. After several attempts to re-engage, the trunnion would still not engage. A separate stem ar-9100-13p (lot:16.00283) was opened and that trunnion was used to successfully extract the stem from the patient without further problems. The complaint device will be returning for evaluation. Additional information received on 07/29/2019: the rep stated the revision procedure was due to the patient falling and tearing their subscapularis. The surgeon determined a revision was the best plan of action. Prior to the revision procedure taking place the patient was experiencing discomfort due to chronically dislocating their shoulder as a result of the torn rotator cuff. The rep stated the date of the fall is unknown. The primary anatomic tsa procedure took place in (B)(6) 2018, and was performed by the same surgeon who performed the revision and took place at the same facility. The bone quality was medium. The following arthrex parts were implanted during the primary procedure, and explanted during the revision procedure: ar-9100-06p / lot: 14.380; ar-9144-17p / lot: 10145083; ar-9236-02 / lot: unknown (implant was discarded before lot number could be recorded). The following arthrex parts were used during the revision procedure: ar-9507s / lot: 10297465; ar-9100-06p / lot: 14.380; ar-9100-13p / lot: 160028318; ar-9120-01 / lot: 18.01889; ar-9165-25nl / lot: 10265094; ar-9145-30 / lot: 18.01796; ar-9145-30 / lot: 18.02033; ar-9504s-04 / lot: 18.01610; ar-9501-05p / lot: 18.01327; ar-9502f-36cpc / lot: 18.01585; ar-9555-06 / lot: 18.01746; ar-9503s-03c / lot: 18.00551. Additional information received on 07/31/2019: the rep reported the reason for the revision surgery was not due to component failure. The patient was doing great, shoulder function was satisfactory, but then the patient fell and tore their rotator cuff. The tear was substantial enough that it was not repairable and the surgeon made the decision to remove the anatomic components and revise to a reverse shoulder arthroplasty. The primary procedure was performed on 03/19/2018. There were arthrex sales representatives present during both the primary and revision procedure. Additional information received on 08/01/2019: the rep confirmed the original report of part and lot numbers provided for explanted devices was incorrect. The correct list of explanted arthrex devices is listed below: ar-9100-06p / lot: 14.380 / returning for evaluation; ar-9144-17p / lot: 10145083 / returning for evaluation; ar-9105-01 / lot: 113601644 / device was discarded and will not be returning.

Manufacturer narrative:
Complaint not confirmed. The device met all material specifications as received. No significant damage noted to device. The most likely cause(s) of this type of event include non-compliance to the post-op protocol or post-op trauma to the surgical site (as stated in the event description, the patient fell and tore the rotator cuff). Per device directions for use, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress.